Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that the hp failed to allow the line to prime completely before connecting. The technical service representative (tsr) reviewed proper procedures with a care giver (cg). The tsr assisted the cg with disconnecting and clearing the alarm. The tsr recommended starting therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.